Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass procedure, after using approximately 5 reloads on the device, the needle fell out of the jaws. The surgeon had not yet placed a stitch. The needle fell out and was retrieved recently. How many other times has this happened? Have ftrs been filed for these other events? I am a new account manager, and it seems this happened before I had been in the account. I only know of one other time that this happened, but the doctor said it has happened other times more recently. She did not specify the number of times and I am not aware if ftrs were filed previously because I was not in the account at that time.